Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pain"), device dislocation ("only one coil was found with hysterectomy") and vaginal abscess ("small vaginal cuff abcess ") in an adult female patient who had essure inserted for female sterilisation. The patient's past medical history included gravida ii, parity 2, multiple cesarean sections and endometrial ablation. She did not have ectopic pregnancy. She did not undergo neither spontaneous abortion nor voluntary pregnancy termination. There was no uterine finding before iud insertion. She was not breastfeeding at the time of insertion. Previously administered products included for an unreported indication: iud nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and vaginal abscess (seriousness criterion medically significant). The patient was treated with surgery (robotic hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation and vaginal abscess outcome was unknown. The reporter provided no causality assessment for vaginal abscess with essure. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: pathology noted one coil in specimen. Imaging determine no evidence of retained coil in abdomen or pelvis. Presumed loss of coil in pathology with management of specimen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in june 2013: showed occlusion pathology test - on (B)(6) 2017: cant find one essure ultrasound pelvis - in june 2013: both coils were seen quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pain"), device dislocation ("only one coil was found with hysterectomy") and vaginal abscess ("small vaginal cuff abcess") in an adult female patient who had essure inserted for female sterilisation. The patient's past medical history included gravida ii, parity 2, c-section and endometrial ablation. She did not have ectopic pregnancy. She did not undergo neither spontaneous abortion nor voluntary pregnancy termination. There was no uterine finding before iud insertion. She was not breastfeeding at the time of insertion. Previously administered products included for an unreported indication: iud nos. On an unknown date, the patient had essure inserted (intra-uterine). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and vaginal abscess (seriousness criterion medically significant). The patient was treated with surgery (robotic hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation and vaginal abscess outcome was unknown. The reporter provided no causality assessment for vaginal abscess with essure. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: pathology noted one coil in specimen. Imaging determine no evidence of retained coil in abdomen or pelvis. Presumed loss of coil in pathology with management of specimen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: showed occlusion. Pathology test - on (B)(6) 2017: can't find one essure. Ultrasound pelvis - in (B)(6) 2013: both coils were seen. Most recent follow-up information incorporated above includes: on 22-jan-2018: essure questionnaire received. Event "small vaginal cuff abcess" added. Historical condition & drug added. Patient notes updated. Patient details updated. Reporter causality comment updated. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pain") and device dislocation ("only one coil was found with hysterectomy") in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2017). At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: showed occlusion. Pathology test - on (B)(6) 2017: cant find one essure. Ultrasound pelvis - in (B)(6) 2013: both coils were seen. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.